Manufacturer narrative:
(B)(6). Report source, literature - wilson, j. Et al (2017). Volar locking plate fixations for displaced distal radius fractures: an evaluation of complications and radiographic outcomes. Hand, 1-7. Doi: 10.1177/1558944717717505. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that there were two cases of flexor tendon injury which restricts movement of the muscle. Attempts have been made and additional information on the reported event is unavailable.